Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump showed that no cassette was attached and the cassette was not emptied as it should have. Patient reported being extremely tired. No patient injury reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. No lot number was provided; therefore, a history record review could not be conducted. If the product is returned this complaint will be reopened for further investigation. Email address: (B)(6). Corrected data: h6: health effects.